Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had surgery to replace the entire system with MRI compatible devices. Since his surgery, he had a return of pain in the back and low buttocks. He has been reprogrammed four times, by three different medtronic representatives since his surgery. He has three new groups to try to see if he can get pain relief, pt will be following up with his physician if he needs further assistance.